Manufacturer narrative:
Although the doctor identified three (3) different lots associated with the loss of the restorations, he could not verify which lot was used on each patient. The lots involved in the alleged incidents include lot numbers 4720558, 4704804 and 4772304. The patient had experienced the loss of a crown less than two (2) after placement. A new crown was made. On (B)(6) 2013, the crown was cemented, without further incident. To date, the patient is doing fine. The products involved in the alleged incident were not returned. A gel set time test of the retained sample for lot 4772304 was evaluated; yielding within specifications. In addition, there was no similar complaints with this lot. The lot numbers 4720558, 4772304 and 4772304 has been identified as an affected lot which is part of an ongoing maxcem elite recall. A DHR review revealed that there were no deviations from the manufacturing process.

Manufacturer narrative:
The products were returned. It was verified that lot numbers 4720558 and 4704804 are recall products. A gel set time test of the returned product for lot number 4772304 was evaluated yeilding within specifications. A DHR reviewed review that there were no deviations from the manufacturing process.

Event description:
A doctor identified three (3) different lots of maxcem elite, which were alleged to have been associated with the loss of restorations in three (3) patients; however, the doctor was not definitive as to the number of patients affected with regard to each lot. This is the third of three (3) reports.